Manufacturer narrative:
Zoll medical corporation has not yet received the product. A supplemental report will be filed when device is received and investigated. No adverse event reported.

Event description:
It was reported that upon power up, the system displayed an error that could not be cleared. No adverse event reported.